Manufacturer narrative:
Continuation of d10: dtma1d1 crt-d implanted: (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced fever, infection, and sepsis possibly due to a urinary tract infection approximately four months prior to the event. The patient experienced an additional urinary tract infection approximately three months prior to the event. Additionally, vegetation was noted on the right atrial (ra) lead. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted. During the explant of the right ventricular (rv) lead, the patient sustained an injury to the right ventricle requiring a sternotomy and repair. During the explant of the left ventricular (lv) lead, the patient sustained an injury to the coronary sinus that was repaired. No further patient complications have been reported as a result of this event.